Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400 mg/dl and excessive no delivery alarms due to the reservoir not fitting correctly into the compartment. Customer indicated that the alarm was resolved by doing a complete set change. No further details given.